Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited intermittent capture. The ra lead was repositioned on (B)(6) 2022. The patient was in stable condition.

Event description:
New information noted that the lead was dislodged.